Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves.select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with advanced calcification of the non-coronary cusp, valve leaflet, and the base of the annulus, and left ventricular outflow tract stenosis, following full deployment of the valve, paravalvular leak (pvl) was noted. Subsequently, two post-implant balloon aortic valvuloplasty (bav) procedures were performed to reduce the pvl. The pvl improved following the bavs; however, left bundle branch block was noted and temporary pacing was re-inserted into the right internal jugular vein. Per the physician, it is possible that the post-implant bav caused stimulation to the septal membrane. No additional adverse patient effects were reported.